Event description:
It was reported that the ventilator shut down while on a pt with no audible alarms. Unable to restart the ventilator. During a basic bench test, the tech was able to start up the ventilator.